Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was hot to touch and could not be charged. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 350 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Based on the analysis, the alleged malfunction and battery hot to touch issues could not be verified.